Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the non pacer-dependant patient presented in clinic for a follow up. Upon interrogation, increased pacing threshold was observed. The device was reprogrammed. The patient was stable and will be monitored.